Event description:
Event description cpi received information that this bipolar lead was removed from service due to abdominal twitching. All measurement were good, but a new lead of the same model was implanted and the same measurements were obtained.